Event description:
It was reported that an intrasight system was used in a coronary procedure. During use, the pd value was inaccurate, value was drifting, and unable to normalize. The ifr procedure was aborted and the patient will be treated in a different lab, scheduled two days later. No patient injury reported. This product problem is being reported because the procedure was aborted, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer visited the site on 19dec2025. The fm-pim and pim extension cable were replaced and system checkout was completed. The system met specifications and returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the fm-pim was returned for evaluation. Block h3: visual inspection of the fm-pim (ivus pim) found no damage observed. During functional testing, the ivus pim was connected to an intrasight lab system and was able to be recognized as expected, even upon manipulation of the connection, and disconnecting/reconnecting to the system. Block h6: based on the device evaluation, the reported complaint could not be replicated. The ivus pim performed as intended; therefore, the probable cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.